Manufacturer narrative:
(B)(4).

Event description:
The customer ran comparison studies comparing the results of 48 patients tested on a coaguchek xs plus meter with serial number (B)(4), a coaguchek xs meter, and the laboratory dade innovin method. The serial number of the coaguchek xs meter was asked for, but not provided. Testing with the dade innovin method was performed within 4 hours of testing on the meters. Of the data provided, four patients had erroneous results from the coaguchek xs plus meter. The fourth patient also had an erroneous result from the coaguchek xs meter. Both meters were using the same test strips lot numbers, but different vials of test strips were used for testing. For patients 3 and 4, the testing date was asked for, but is not known. The results from the coaguchek xs plus meter were reported to the doctor. The results from the coaguchek xs meter were not reported to the doctor. The first patient had a result of 2.1 inr when tested on the coaguchek xs plus meter. The result using the dade innovin method was 1.6 inr. The second patient, a female, had a result of 2.3 inr when tested on the coaguchek xs plus meter on (B)(6) 2016. The result using the dade innovin method was 1.7 inr. The third patient had a result of 2.3 inr when tested on the coaguchek xs plus meter. The result using the dade innovin method was 1.8 inr. The fourth patient had a result of 2.5 inr when tested on the coaguchek xs plus meter. This patient also had a result of 2.5 inr when tested on the coaguchek xs meter. The result using the dade innovin method was 2.0 inr. All four patients had therapeutic ranges of 2.0 - 3.0 inr. No actions were taken and no treatment was provided to the first and second patient based on the coaguchek xs plus value. For all patients, no adverse event occurred. The products were requested for investigation. Replacement product has been shipped to the customer. Relevant retention test strips (lot 121347-12) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material performed as specified.

Manufacturer narrative:
The customer's coaguchek xs plus meter was returned. The customer's meter and master lot strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: master lot and retention meter - 2.4 inr, customer coaguchek xs plus meter and master lot strip - 2.4 inr, 2.4 / 2.4. Donor #2: master lot and retention meter - 3.5 inr, customer coaguchek xs plus meter and master lot strip - 3.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The customer's coaguchek xs meter was returned. The serial number of the coaguchek xs meter is (B)(4). The customer's meter and master lot strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: master lot and retention meter - 2.4 inr, customer coaguchek xs meter and master lot strip - 2.3 inr. Donor #2: master lot and retention meter - 3.5 inr, customer coaguchek xs meter and master lot strip - 3.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
The customer stated that he was concerned about the results from the meters being within the therapeutic ranges of the patients and the results from the dade innovin method being too low. He says that this would change the way he treats patients.